Event description:
Device report from (B)(6) indicates a plate broke in situ and was explanted.

Manufacturer narrative:
Device received at synthes (B)(4) and is in the evaluation process, no conclusion has been drawn.